Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a home patient (hp) indicated there was an air bubble in the patient line near the catheter. The observed air was noted during the initial drain while the hp was connected. Nothing unusual was noted during troubleshooting for the air in the line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.